Event description:
Lead product analysis was approved on (B)(6) 2012. An analysis was performed on the returned lead portions and the reported allegations of "fracture of lead(s) was confirmed. Note that the electrodes were not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. During the visual analysis the end of the (-) unmarked connector quadfilar coil appeared to be broken approximately 22 mm from the end of the electrode bifurcation. Scanning electron microscopy was performed and identified the area as having extensive pitting which prevented identification of the coil fracture type. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include material fracture, rough or pitted surface, thinned material thickness, electro-etching, or material dissolution. The abraded openings found on the outer silicone tubing, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer silicone tubing. What appeared to be white deposits were observed in various locations. Energy dispersion spectroscopy was performed and identified the deposit as containing silicon, phosphorus, sodium and calcium. With the exception of the observed discontinuity, the condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. The setscrew marks found on the lead connector pins provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no other discontinuities were identified. Based on the findings in the product analysis lab, there is evidence to suggest a discontinuity in the returned portion of the device. Note that since the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Generator product analysis was approved on (B)(6) 2012. The reported "end of service and low battery" allegations were confirmed in the pa lab: an open can measurement of the battery voltage determined that the battery was depleted. The end of service condition was the result of normal, expected battery depletion based on the battery life calculation, the electrical test results and the bench evaluation. With the exception of the eri parameter (eri flag was set to "yes" due to a low battery condition), the device performed according to functional specifications. The device performed according to functional specifications of the current automated post burn-in test. Analysis of the generator in the pa lab concluded that no abnormal performance or any other type of adverse condition was found with the generator. A blc performed on (B)(6) 2012 provided negative results.

Event description:
On (B)(6) 2012, high impedance was observed during the generator revision surgery for this vns patient. A pre-operative interrogation with old device showed eos=yes. System diagnostics indicated output status: ok and lead impedance: high (dcdc=5) the patient was implanted with a new generator to the left anterior chest. The patient's lead was replaced and it was reported that lead fracture was visible to the surgeon in the operating room. No surgical difficulties were noted. System diagnostics were performed post-operatively and lead impedance was ok (dcdc=2). The device was programmed on at the settings prescribed by the physician; however, the setting were not provided. Additional information was received that the patient was seen on (B)(6) 2012 at which time his device was off due to high lead impedance and eos=yes. This was also the case on (B)(6) 2011. No known patient trauma occurred. X-rays were taken and reported that "visualized portions of vns electrodes intact. Distal portion of electrodes couldn't be seen." X-rays were not provided to the manufacturer for review. The explanted lead and generator were received on (B)(4) 2012 and are currently undergoing product analysis. Programming history for this patient was reviewed on (B)(6) 2012. System diagnostics were provided for four dates: (B)(6) 2004, (B)(6) 2005, (B)(6) 2008, and (B)(6) 2011. High impedance was first noted on (B)(6) 2004. This resolved as no high impedance was seen for the following two system diagnostics. High impedance was seen again on (B)(6) 2011 at which time the device was programmed off.

Manufacturer narrative:
Event date, corrected data: previously submitted MDR indicated an incorrect event date. Per programming history, the high impedance was first seen on (B)(6) 2011. This report is being submitted to correct this information.

Manufacturer narrative:
Device failure occurred but did not cause or contribute to a death or serious injury. Analysis of programming history.

Manufacturer narrative:
Analysis of programming history. Device failure is suspected but did not cause or contribute to a death.